Event description:
Customer reported that the pt monitor went blank during a case. No pt injury was reported. Ge healthcare's investigation into the reported occurrence is still on going. A f/u report will be issued when the investigation has been completed.

Manufacturer narrative:
Under another country law, pt info is considered confidential and will not be released by the hosp.